Event description:
It was reported that a pt's settings were inadvertently changed while being transported by a military helicopter. The pt had recently begun therapy and was programmed to low standard settings of .25 ma which after the event were changed to higher settings. According to the epileptologist the settings were set high that the pt was presented to the hosp as a grand round. At the moment, the cause of what made the change in settings is unk as good faith attempts to obtain additional info from the treating epileptologist have been unsuccessful to date.